Manufacturer narrative:
Visual inspection of the returned product showed that the lens was split in half and a piece of the optic was torn off. Additionally, a haptic was torn off from the optic and the other haptic was bent. There was a clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens, and the trailing haptic got stuck in the cartridge and was torn during insertion. The lens was removed without any pt injury.